Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro closure device was selected to be used. During the procedure the transeptal puncture was completed with a brk needle, and there was no effusion noted. A 27mm closure device was attempted but failed meeting position, anchor, seal and size (pass) criteria. The 27mm closure device was replaced for a 31mm closure device. There was no effusion noted at this time. The 31mm closure device was deployed and completed tug test. When examining the rest of the pass criteria an effusion was noted. The closure device was released and a pericardiocentesis was performed to treat the effusion. The patient was stable after approximately two (2) hours and will be kept overnight and monitored.